Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.